Event description:
Subsequent to the previously filed report, additional information was received that it is unknown if a second mitraclip procedure will take place. No additional information was provided.

Manufacturer narrative:
(B)(4). As the device was not returned for evaluation, a failure analysis of the complaint device could not be performed. The analysis of this complaint was an assessment of the manufacturing records and information provided to abbott vascular. The investigation was unable to determine a definitive cause for this incident. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a manufacturing issue. The patient effect of worsening mr is listed in the mitraclip system instructions for use as a known possible complication associated with mitraclip procedures. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This report is being filed because the deployed clip detached from one mitral valve leaflet, but remained attached to the other mitral valve leaflet. It was reported that the deployed mitraclip appeared well seated and attached to both leaflets at the end of the clip procedure. Mitral regurgitation (mr) was reduced from 3-4 to 1-2 with one clip. The next day, the deployed mitraclip came off the anterior mitral valve leaflet and mr was severe (grade 4). A second mitraclip procedure was scheduled, but it was cancelled because the patient had a fever. No additional information was provided.

Manufacturer narrative:
(B)(4). Estimated patient weight. The mitraclip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.